Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation confirmed the event of the device not powering on due to defective ac inlet power supply fuse. The cause may be aging of the fuse as the device was purchased more than 13 years ago or excessive current resulting from a worn out scope socket slider switch which caused intermittent use of high intensity mode. Additionally, the cause of the main lamp failure may be due to accidental failure or mishandling when replacing the lamp as the olympus life meter read under 50 hours use. The instruction manual states: "do not apply shock, excessive force or scratches to the lamp. It could break the glass and/or shorten the lamp life due to the high internal pressure of the lamp. Do not touch the glass surface of the lamp, filter or reflector. Natural skin moisture from your fingers can cause cracks and damage the light source. Handle the lamp carefully. Otherwise, the lamp may be damaged, resulting in equipment failure." Following these instructions may have prevented the main lamp failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of device not powering on due to defective ac inlet power supply fuse. The evaluation uncovered worn out scope socket slider switch causing intermittent use of high intensity mode. Additionally, the olympus lamp life meter was below 50 hours, and the main lamp was burned out. There was corrosion on top and bottom cover chassis. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera ii xenon light source did not power on (no power). The customer checked the power cord and the fuses which were good. There was no patient harm or user injury reported due to the event.